Event description:
A male had a portion of a plastic substance removed during a procedure. He previously had a bard composix kugel large oval implanted in 2004.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.